Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, animas received notification from the distributer stating when the insulin level fell below 50 units, the patient's glycaemia rose. Reportedly, the piston did not move properly in the cartridge when the insulin fell below the units noted above. The issue reportedly continued and was unable to be resolved. Animas customer technical support made multiple attempts to follow up with the distributer to obtain additional information and was unsuccessful. This complaint is being reported because reported issue with cartridge remained unresolved. There was no indication of an adverse event associated with this incident since there was no specific blood glucose values or symptoms reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, animas received notification from the distributer stating when the insulin level fell below 50 units, the patient's glycaemia rose. Reportedly, the piston did not move properly in the cartridge when the insulin fell below the units noted above. The issue reportedly continued and was unable to be resolved. Animas customer technical support made multiple attempts to follow up with the distributer to obtain additional information and was unsuccessful. This complaint is being reported because reported issue with cartridge remained unresolved. There was no indication of an adverse event associated with this incident since there was no specific blood glucose values or symptoms reported. Animas customer technical support received additional information from the distributer on 04/01/2016. The patient reportedly was not filling the cartridge correctly in accordance with the user guide. It was noted that the patient will be educated and trained again on proper fill technique per instructions for use.